Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular procedure using gore® excluder® aaa endoprosthesis. Following the coil embolization of a lumbar artery adjacent to the fifth lumbar vertebra, a trunk - ipsilateral leg endoprosthesis (rlt) was delivered from patients¿ left side. The physician had difficulty positioning the contralateral limb of the rlt, so he repeated pulling and advancing the catheter many times until it was set to the intended location. The rlt was deployed 1cm below the lower renal artery. Although it was difficult to cannulate the contralateral gate, a contralateral leg endoprosthesis (plc) was successfully deployed and landed on the right common iliac artery. Subsequently the ipsilateral leg of the rlt was deployed and landed on the left common iliac artery, however, its distal end slightly covered the ostium of the left internal iliac artery. The physician used the sheath to successfully push up the distal end of the stent graft within the left common iliac artery. The left internal iliac flow was secured. After performing the balloon touch-up within all deployed devices, the final angiography confirmed distal type I endoleaks from both legs. Additional balloon touch-ups were performed on both legs. The left leak significantly decreased whereas the right leak showed no improvement. Although both leaks were persisting, the procedure had to be completed as the fluoroscope was overheating. The patient is being planned for a reintervention to treat both distal type I endoleaks.